Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's stimulation was irritating the nerves at the tailbone area which made it difficult to sit down. The patient was treated with an injection in that area. It was believed that the nerve irritation was not caused by the stimulator but the stimulation exacerbates the patient's symptoms. No further information can be obtained.